Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "check electrodes" message. Complainant indicated that there was no pt involvement in the reported malfunction.